Event description:
During coil embolization of an aneurysm of the (a-com) anterior communicating artery, the coil (orbit mini complex fill2.5x3.5-(B)(4)) coil could not be detached at the green zone, and could not be detached even when the alternative detachment was attempted. The catalog/lot number of the dcs syringe was unknown. The coil was successfully removed as a unit and changed to other new coil (same catalog no./lot unknown). The other coil was detached successfully by the same syringe without any difficulty. The procedure was completed successfully without any adverse event. There was no information about the target vessel and the patient. Prior to mini complex fill coil, one other coil (detail unknown) was placed in the target vessel. During prep of the coil delivery system, the syringe was taking to blue zone and held for 30 seconds, and saline was verified coming out of the purge hole. Additionally, during prep, a dedicated saline source was utilized to fill and prep the syringe, and the syringe was taking to the blue zone without exceeding the blue zone.

Manufacturer narrative:
Prior to this coil, neither zone # 3 nor the alternate zone was exceeded at any time. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After disconnecting the coil delivery system, no damages were noted on the syringe or coil delivery system. After the product failure occurred, no other damages were noted on the delivery system (kink, bend, separated, etc), coil (unraveled, stretched, kink, bend, etc), or any section of the device, and the coil was still attached to the delivery system,. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during an anterior communicating artery aneurysm coil embolization the 2.5x3.5 trufill dcs orbit mini complex fill coil could not be detached. Prior to the event an unknown coil was placed at the target site. The second coil could not be detached with pressurization of the syringe to the green zone and did not detach when the alternative detachment method was attempted. The coil was successfully removed and another trufill dcs orbit from the same catalog/unknown lot was used and successfully detached with the same syringe without any difficulty. The procedure was completed successfully without any adverse event. During prep of the orbit coil delivery system, the syringe was taken to blue zone and held for 30 seconds, and saline was verified coming out of the purge hole. The blue zone was not exceeded. Additionally, during prep, a dedicated saline source was utilized to fill and prep the syringe. Prior to this coil, neither zone # 3 nor the alternate zone was exceeded at any time. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After disconnecting the coil delivery system, no damages were noted on the syringe or coil delivery system. After the product failure occurred, no other damages were noted on the delivery system (kink, bend, separated, etc), coil (unraveled, stretched, kink, bend, etc), or any section of the device, and the coil was still attached to the delivery system,. No further information was available. A non-sterile trufill dcs orbit mini complex system was received coiled inside of a plastic bag. Hypotube was kinked. Introducer was received zipped; embolic coil, gripper and support coil were inside of the introducer. The embolic coil was still attached to the gripper and it was found stretched. There were no damages on the gripper. The gripper was inspected under microscope and it was found without damage. Using a lab sample syringe (B)(4), the trufill dcs system was purged to the blue zone; after that, the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the trufill dcs orbit was not confirmed during functional analysis; the embolic coil detached without any anomaly. The cause of the kinks on the hypotube and the rest of the damages found on the unit could not be conclusively determined; however this does not appear to be related to the manufacturing process. Procedural and/or post procedural factors appear to have contributed to have these damages. Inspections are in place to prevent this kind of failures leaving from the facility. Based on the available information, no conclusion can be made regarding the reported inability to detach the coil. Based on the functional testing and device history record review, there is no indication of any manufacturing related issues. The failure was not confirmed. Therefore no corrective action will be taken at this time.